Manufacturer narrative:
(B)(4). The UDI number is unknown because the part number and lot number was not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of occlusion, as listed in the supera instructions for use (IFU) is a known patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Event description:
It was reported that the first supera stent implant was deployed in (B)(6) 2014 in the unspecified vessel. On (B)(6) 2015, the procedure was to treat the same unspecified vessel. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). After the second supera stent implant was deployed, resistance was met during withdrawal of the delivery system, and the tip separated. The separated tip was successfully retrieved using a snare device, and the procedure was successfully completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other supera referenced is being filed under a separate medwatch MFR number. Date of initial angiogram has been estimated. Date of implant has been estimated.